Manufacturer narrative:
Additional information received by smiths medical on 05-nov-2019 that there was no patient was involved. Device evaluation: one cadd solis vip pumps was returned for analysis. Visual inspection performed, and product found with no damage. Investigation unable to download event history log due to error code 45985. Visual inspection and power up process were performed. The customer reported problem was confirmed. According to the investigation a slight bent was found on the bottom back plate of the latch/lock assembly and error code 45985 was duplicated at power up. The investigation reported that reported problem was caused by an unknown damaged to latch/lock bottom back plate and the pwa board did not operate as intended. Service's replaced the pump latch/lock assembly and pwa board to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that the latch/lock of a smiths medical cadd solis vip pump was bent and it exhibited error 45985. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.